Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they know the device is only supposed to help 50-80% of the pain, but they are still having pain like before they were implanted. Patient stated the only time they can tell the stimulation working is when they go to bed at night and they have a sensation down their right leg. Patient also mentioned sometimes when they are sitting at their compute, they get little shocks in their back every once in a while and they kind of hurt. Patient reported that sometimes when they are recharging excellent, the charge session will vary how long it takes; agent reviewed charge duration with patient. Patient stated that they would like more information on their stimulator; agent offered to order manuals for the patient. Patient accepted the manuals. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. Agent ordered manuals for the patient.